Event description:
Device 1 of 2. Reference MFR report: 16227487-2013-04338. It was reported, the pt had experienced intermittent shocking sensations when the stimulation was turned on. The pt reported it would bring her to her knees. It was reported reprogramming was unable to resolve the issue. The pt had a physician explant the entire system approx four to five months after the implant of the system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.